Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2014 with the following findings: the pump did not maintain electrical connection with the returned battery cap. The cap had damaged threads, so a test cap was used for all testing. The battery compartment was cracked. There was no black box history available due to continued use of the device. Current electrical draws were within specification. There was evidence of moisture contamination or loose components found internally when the pump case was removed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was decreased. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.